Event description:
Decrement test field action issued by abbott on 10 march 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, session records were sent to abbott systems engineers for review and ventricular decrement capture test that would not cancel, was confirmed. The cause of the reported event was due to an error in the software code.

Event description:
During capture threshold testing, the user released the button to terminate the testing as expected, however, the device continued to decrement, resulting in a loss of capture. The patient experienced asystole and began to seize. Pacing resumed after thirty seconds. Threshold testing was completed successfully. The patient was in stable condition.